Manufacturer narrative:
It was reported in literature entitled: further experience with pancreatic stump closure using a reinforced staple line, 54 patients had distal pancreatectomies with stapled stump closure using the gore® seamguard® bioabsorbable staple line reinforcement. It was identified in table 3 that three patient's s with fisutlas in the experimental group required readmission and percutaneous drainage.

Event description:
It was reported in literature entitled: further experience with pancreatic stump closure using a reinforced staple line, 54 patients had distal pancreatectomies with stapled stump closure using the gore seamguard bioabsorbable staple line reinforcement. It was identified in table 3 that three patient's with fisutlas in the experimental group required readmission and percutaneous drainage.

Event description:
It was reported in literature entitled: further experience with pancreatic stump closure using a reinforced staple line, 54 patients had distal pancreatectomies with stapled stump closure using the gore® seamguard® bioabsorbable staple line reinforcement. Three patients were reported to have leaks.

Manufacturer narrative:
Review of the manufacturing records could not be performed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible. Additional information was requested from the article author but none was provided. All information has been placed on file for use in tracking and trending. Per the article, average patient age and gender was 62 years male. Article citation: further experience with pancreatic stump closure using a reinforced staple line; volume 77, no 4; connecticut medicine.